Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Section h6 was done based on the information provided by the initial reporter and our long-time experience in the investigation of similar complaints. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
Fracture of screw (can¿t be confirmed ¿ cf was not attached). Customer has reported a prosthetic issue. "Ucla abutment screw broke on pre 2006 astra implant no order number is available to provide" label sent/ ups tracking (B)(4). Product pending: sf 04020477. 2025-06-20 ah: two attempts to retrieve information from the case owner have been made. No response from case owner so far. Case will be forwarded due to FDA timeline.